Manufacturer narrative:
Multiple attempts have been made to obtain the device for investigation, however the device is no longer available for return. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved unspecified plum 360 infusion pumps that reportedly turned off during the administration of critical IV medication. The facility alleged that they are also not receiving pumps that are designed for critical drips and this poses an issue because ncd pumps do not audibly alarm. For example, the customer stated that 'if a patient is receiving magnesium or pitocin, this could cause patient harm'. There was no specific patient harm reported and it was unknown if or how long there was any delay in therapy. This emdr reflects six occurrences of the same reported issue. Additional information was received by the customer on 30-july-2024 asking for the complaint to be closed because the issue was caused by the infusers not being plugged in.